Event description:
It was reported to philips that the device had a alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. No part was received for evaluation, but previous investigations have shown delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.